Event description:
It was reported that a patient underwent a performing high ligation and stripping of the great saphenous vein on patients under combined subarachnoid and epidural block anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, at 9:00 am, the patient underwent surgery. During the operation, the suture used to ligate the blood vessel was broken and unable to ligate the vessel in a timely manner. A new suture was immediately replaced to ligate the patient's blood vessel again. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: did this issue contribute to any patient adverse event? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.